Manufacturer narrative:
Additional information: a medtronic representative reported that, informed by a site biomedical engineer, the imaging system was not charger overnight. It was reported that after charging the imaging system, the system functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the pendant on the imaging system displayed a battery fault. There was no patient present when this issue was identified.